Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The customer has provided a picture for the evaluation. Upon picture analysis, the reported condition is confirmed. The most likely root cause could be due to the coiling process that is complete prior to wrapping in blue wrap, in that the tube is either coiled too tight or coiled too close to the dip tube. A previous communication was held with the manufacturing team and a quality alert was issued in relation to customer complaint for kinks in tubing for this family, the lot number for this complaint 18l011fhx was manufactured prior to this communication session. We will keep monitoring the process for any adverse trends that require immediate attention. A corrective action is not applicable at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a single and double crease (bent) on the tube. The bent is firm and prevents flow of the liquid in the device. The issue was discovered before use.